Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that patient experienced diarrhea. Patient had a urinary tract infection (uti) and was taking medication and noted it was very painful. No further complications were reported.